Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system fault. Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. There was no evidence found in the visual inspection or event history log review. Functional testing was able to duplicate the issue. It was determined that an intermittent motor was the most probable cause. The motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.